Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of box, the getinge field service engineer (gfse) discovered that the cardiosave intra-aortic balloon pump (iabp)battery label was not properly installed, it was crooked and not stuck down. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue adjusted the label while maintaining the integrity of the label. The unit was tested and worked to manufacturer's specifications. The iabp was given to the customer and cleared for clinical use.